Event description:
It was reported that a transfer set had a component which was difficult to open by screwing and unscrewing. The component was described as not being the minicap and being on the other end of the set, indicating an issue with either the twist clamp or catheter connector. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional follow up information was received from the patient. The patient stated that it would be easier to open or close the transfer set if it was triangular in shape. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.